Event description:
It was reported that the 9600 system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer cancelled the service call. A follow up report will be filed when additional details become available.